Manufacturer narrative:
The entry does not represent the date of birth of the patient and should be read as ¿no information¿.

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2019. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.